Event description:
A report was received that the patient will undergo revision for unknown reason.

Event description:
A report was received that the patient will undergo revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not undergo revision.

Event description:
A report was received that the patient will undergo revision for unknown reason.

Manufacturer narrative:
(B)(4).